Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn/bent and residue on the lens. The reporter indicated that on (B)(6) 2018 a vticmo13.2, -13.00/3.0/115 (sphere/cylinder/axis), implantable collamer lens flipped upside down during implantation. The lens was removed in the same surgery and tore during removal with no patient injury. A different lens was later implanted. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vticmo 13.2, -13.00/3.0/115 (sphere/cylinder/axis), implantable collamer lens flipped. The lens was removed and exchanged during initial surgery with no patient injury. Reporter states upsidedown when implanting the lens. The lens tore when removing.